Manufacturer narrative:
Visual inspection of the returned device confirms that a piece has fractured off the distal surface. The device also exhibits repeated signs of usage. Review of the device history record identified no related deviations or anomalies during manufacturing. The device has been in the field for approximately six years and five months. It is unknown for how many times the device has been used. Based on the information available, root cause can be determined as normal wear and tear from repeated use during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during total knee arthroplasty when the surgeon removed the trial he noticed a piece broke. A different trial was used to complete the procedure.